Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right ventricle (rv) lead was failing to capture. The rv lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.